Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the controller not recognizing the battery was confirmed; however, the reported event of an error message being displayed when charging the battery were unable to be confirmed. The 14v li-ion battery (serial number: (B)(6)) was returned to the european distribution center (edc) for analysis with two corroded contacts responsible for positive cell and positive pack voltage lines. Voltage measurements were recorded, and the returned battery was connected to a test system controller and mock loop; however, the battery was unable to support the test loop. No other functional test was performed due to the safety hazard with the corrosion. Two lights on the battery gauge were illuminated during testing. Corrosion on the terminal contacts is consistent with the reported issues, however it could not be confirmed as the battery was not functionally tested due to equipment safety concerns. The customer stated that the issue did not reoccur with any other batteries. A root cause for the reported events were not conclusively determined through this analysis. The 14v li-ion battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 18nov2023, per material records and passed all manufacturing testing prior to being initially shipped to the customer. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The universal battery charger IFU section 5.0 ¿monitoring performance¿ instructs users how to respond to battery-related error messages viewed from the ubc¿s display screen, including issues related to charging problems. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery clips. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's 14 volt battery was not recognized by the controller. The battery charged normally but there was an error message. The battery contacts were cleaned but the issue still occurred.